Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2: correction: e1 (initial reporter city, initial reporter state and initial reporter fax). Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results the returned hurricane rx dilatation balloon was analyzed and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 28mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or anatomical factors. It is possible that factors encountered during the procedure, such as the interaction with any sharp surface could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the pancreatic duct during a pancreatic duct dilatation procedure on an unknown date. During the procedure, the balloon burst and could not be inflated. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the pancreatic duct during a pancreatic duct dilatation procedure on an unknown date. During the procedure, the balloon burst and could not be inflated. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.